Event description:
During a laparoscopic hernia repair the ems stapler fired and then jammed. The surgeon could not get any add'l staples to release. A second device was opened and the same problem occurred. A third device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Broken nose weld and damaged precock mechanism.